Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 30, 2022 ¿ may 31, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from above the connection between the bag and unspecified infusion set. This occurred during set up prior to patient use. There was no patient involvement. No additional information is available.